Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect. Additionally it was reported that the pump battery depleted quickly and not could not be charged. There was no reported impact to the customer's blood glucose. Customer declined troubleshooting with tandem technical support.